Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
A customer reported via phone call indicating that they experienced high blood glucose of 19 mg/dl. The customer was hospitalized for hypoglycemia. The customer did not provide any further information about the hospitalization. The customer was treated with multiple supplements. The customer did not return the product back for analysis.